Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Two out of nine connectors of the tigerpaw system ii device were engaged. The second tigerpaw system ii device was used to complete procedure. No known pt effect. No blood lost referred to this event.